Event description:
It was reported from germany by medical staff that an inpatient had a left ventricular assist device (vad) implanted; that evening high power alarms occurred. Patient experiences included constant increases in power with short-term power peaks were suggestive of pump thrombosis; hemolysis was present, and flow values were also increased. The medical staff stated that acoustic analysis clearly indicated a thrombus on the rotor. On (B)(6) 2015 a pump exchange took place. It was stated that the physician suspects that a thrombus formed during the patient's time on extracorporeal membrane oxygenation (ECMO). The current patient status is not provided. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) patient developed mediastinitis and a new posterior infarct with bleeding. Anticoagulation was reported as "ok" unknown date. Elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh) at time of initial presentation. Patient developed mediastinitis ((B)(6)) and a new posterior infarct with bleeding. The abscess was treated with vacuum assisted closure (vac) dressings. ECMO, continuous vac dressings. (B)(6) omentum plastic. Information from foreign competent authority report: the examination of the explanted pump provided evidence for a thrombus on the hydrodynamic bearings; furthermore grinding marks on the rotor underside were recognized, which came from direct contact with the housing base. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device location is unknown.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump, (B)(4), remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.